Event description:
It was reported that during da vinci-assisted pulmonary lobectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) 1 rotated itself all the way around. Site had to undock and rotate it back to normal position. It occurred when usm was not being used and during use as well. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information: no further information could be obtained. Site had the engineer out to troubleshoot the robot and site did not have another issue with it since that occurrence.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse test drove the system. There were no errors found and the fse could not replicate the issue. Electrical / mechanical adjustment made to correct reported problem. System tested and verified as ready for use.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse visited the site due to customer complaint regarding drifting issue. Fse set up system for test drive and completed but was unable to replicate issue, no errors found. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.